Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 4.00 x 24mm and a 3.50 x 28mm synergy xd drug-eluting stents were advanced to treat the lesion. However, during the procedure, both stents failed to cross the lesion and proximal shafts were broken. The devices were removed and the procedure was completed using alternative device. There were no patient complications reported.